Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the connecting screw broke at the connecting part to the dynamic hip screw (dhs) blade during insertion. The broken connecting screw remained in the blade shaft. The surgeon removed the blade and used another size connecting screw to complete the operation. There was no report of a surgical delay. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: as received condition of device; the connection screw was broken off at the tip. The exact cause cannot be determined what caused this type of damage. It is notes that excess force being applied to the connection screw caused the quite fragile tip to break. This product was manufactured specification and may have been used numerous times in which case normal wear and tear leads to breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information received; there was a thirty minute surgical delay reported.